Event description:
It was reported that the patient was experiencing shocking sensations and muscle spasms. The patient was admitted to the hospital, but no medical interventions were made for the patients spinal cord stimulator (scs) device. The reason for the hospitalization was unknown. An scs explant procedure was planned.